Event description:
The customer reported to olympus that the device adhesive had a malfunction on bending section. It is unknown when the problem was identified. There was no harm or user injury reported due to the event. When the device was returned to service, evaluation found broken screws inside the control section. This report is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint and discovered the reportable malfunction. Additionally, the following items were repaired: replacement pertaining to abnormal noise at control section angulation control knob section, replacement pertaining to insufficient angulation of insertion section bending tube, repair of play on control section angulation control knob, replacement pertaining to insertion tube section bending tube deformed, replacement pertaining to insertion tube section insertion tube scratched, replacement pertaining to glue chipped of insertion tube section rubber, replacement pertaining to glue cracked of insertion tube section rubber, replacement pertaining to distal end section distal case scratched, repair pertaining to glue peeled off of distal end section objective lens, replacement pertaining to a decrease in watertight of control section angulation control knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a strong external stress was applied to the screws inside the control section, which caused the breakage. Additionally, as the air leakage from the control section was detected, therefore it is likely that breakage was caused since the strength decreased due to the screws corroded by the water invasion. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope¿ describes the following warning. "1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities." The instruction manual reprocessing manual ¿chapter 1 general policy, 1.4 precautions¿ describes the following warning. "Be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions." Olympus will continue to monitor the field performance of this device.